Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the experienced door not fully latched message, which was reproduced. The eval experienced a door not fully latched message. The messages were found to be caused by a broken latch switch on the upper auxiliary assembly. The upper auxiliary assembly (including the latch switch) was replaced.